Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the biliary duct on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has pancreatic cancer with associated hepatic metastases. Prior to the stent placement, the patient's anatomy was dilated with an 8 mm max force balloon. During the procedure, the stent was implanted within a subhilar biliary stenosis; however, upon removal of the delivery system, the inner catheter inadvertently became stuck within the stent. Subsequently, the catheter broke at 40 cm from its distal tip near the guidewire access port. The physician removed the remainder of the catheter and scheduled an endoscopic retrograde cholangiopancreatography (ercp) procedure for (B)(6), 2012 to remove both the stent and broken portion of the catheter, and to implant another stent. On (B)(6), 2012, during the ercp procedure, the physician attempted to remove both the stent and broken catheter from the patient; however, the stenosis was extremely tight and they were unable to be removed. The radiologist plans to drain the hepatic ducts. Additionally, the physician noted that the stent had not fully expanded. Reportedly, the physician has since performed a check endoscopy and verified that the stent has expanded. There were no patient complications as a result of this event. Additional information received on (B)(4) 2012: the outer sheath was unable to be fully closed to the tip of the device prior to the withdrawal attempt. The inner shaft became stuck in the stent. The physician stated that he is concerned about leaving the catheter within the stent, but he has decided not to attempt a third try to remove the stent and the piece of the catheter. It was confirmed that the stent was intended to be placed in the common bile duct area of the pancreas.

Manufacturer narrative:
Additional information received on (B)(4) 2012 investigation results: the complainant indicated that the device remains implanted and will not be returned for evaluation; so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4): stent difficult to remove; catheter difficult to remove; catheter detached inside patient. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the biliary duct on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient has pancreatic cancer with associated hepatic metastases. Prior to the stent placement, the patient's anatomy was dilated with an 8 mm max force balloon. During the procedure, the stent was implanted within a subhilar biliary stenosis; however, upon removal of the delivery system, the inner catheter inadvertently became stuck within the stent. Subsequently, the catheter broke at 40 cm from its distal tip near the guidewire access port. The physician removed the remainder of the catheter and scheduled an endoscopic retrograde cholangiopancreatography (ercp) procedure for (B)(6) 2012 to remove both the stent and broken portion of the catheter, and to implant another stent. On (B)(6) 2012, during the ercp procedure, the physician attempted to remove both the stent and broken catheter from the patient; however, the stenosis was extremely tight and they were unable to be removed. The radiologist plans to drain the hepatic ducts. Additionally, the physician noted that the stent had not fully expanded. Reportedly, the physician has since performed a check endoscopy and verified that the stent has expanded. There were no patient complications as a result of this event.